Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 1 of setup. The patient believes the leak occurred during the prior night¿s treatment, however the leak was found during setup for this treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event and cycler replacement. Additional information was requested, however, to date a response has not been received. The cycler set cassette used by the patient was not returned for physical evaluation by the manufacturer. The return of the cycler to the manufacturer for physical evaluation was scheduled.